Event description:
Prior to an implant procedure, the left ventricular (lv) lead was unable to be flushed through and a defective lead was alleged as the cause of the event by the physician. The lv lead was not implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of inability to flush the lead and insulation damage were not confirmed. As received, a complete lead was returned in one piece for analysis. Using a syringe with saline solution, the saline solution could flush the entire lead without any obstruction. Visual inspection and x-ray examination of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts.